Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation. Visual and functional testing were performed. No physical damages, very good conditions, and brand new device. The reported issue was confirmed. The root cause of the reported issue was found to be the wrong power cord was installed. The power cord attached to the device was an orange with three plugs, which was the australian model. The power cord was replaced. Unique identifier, are unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device was shipped with the wrong power supply cable (3-pole). No patient injury was reported.